Event description:
Reportedly, the smart monitor lights up to the green lights and then does not react when pressing the reset button.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: upon reception the home monitor was tested, and the reported behaviour was confirmed, since the status lights as well as the pit button were continuously lit. The root-cause of the observed issue could not be determined with certainty. However, it could be the result of a corrosion of the electronic board or a short circuit caused by the presence of several dead insects inside the home monitor. This case is recorded for trend purposes.